Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient hated their previous settings. They felt like adaptive stimulation was on even though t was not. The rep confirmed that it was off. The patient could feel it cycling and then would get jolted/zapped when the cycling would come back on. The patient turned off the stimulation for 3 days prior to the report. They were very unsatisfied because the intensity cycles were uncomfortable. The patient was reprogrammed. The event was recovered/resolved. No further patient complications were reported as a result of this event.